Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) batteries did not meet runtime specifications. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Contact person details: (B)(4). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the batteries to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.